Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation. This report is a follow-up in response to (B)(4).

Event description:
Name of procedure being performed: lap chole. Detailed description of event: "specimen retrieval bag ripped upon trying to remove from patient. Surgeon had to try to remove specimen through lap port. Incision had to be widened to remove specimen." "I received more information about the 10mm inzii bag breaking at [name] hospital ((B)(6)) on (B)(6) 2019. I spoke with [name] an rn who was in the case and witnessed what happened. I will be following up the surgeon tomorrow morning. [Name] said a tear occurred near the bottom seal of the distal end of the bag. The bag was removed leaving the gallbladder half way in the patient and sticking halfway out of the upper left port site. The gallbladder was successful removed after the incision was enlarged. There was no harm to the patient. The bag showed signs of tension, near the burst site. Excessive force and manipulation was used while pulling up on the string of the retrieval bag as there were large stones. The gentleman from security indicated sending the retrieval bag back to applied medical. He is not at the hospital today, but I have sent him an email to find out what address he sent the retrieval bag to and to whom." Additional information was received via telephone on 13jun2019 from applied medical acct. Mgr: "only the shaft of the inzii device will be returned. The bag was discarded by the facility." Additional information was received via email on 14jun2019 from applied medical acct. Mgr. During the use of the inzii, "a kelly was used to reorient the specimen. I made sure it did not hit the distal end of the bag." Additional information was received via email on 14jun2019 from (B)(6), applied medical acct. Mgr. ((B)(6)) "this information was reported from the surgeon." Additional information was received via mail on june 25th, 2019 from the FDA - medwatch report (B)(4): "ripped bag was disposed of in operating room retrieval arm and packaging was kept for it to be returned to manufacturer. What was the original intended procedure?: surgeon and operating room team were performing a gall bladder removal procedure. What problem did user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working); is this a laboratory device or laboratory test? [No]. Type of intervention: "incision had to be widened to remove specimen." Patient status: no patient injury occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is also a follow-up in response to (B)(4).

Event description:
Name of procedure being performed: lap chole. "Specimen retrieval bag ripped upon trying to remove from patient. Surgeon had to try to remove specimen through lap port. Incision had to be widened to remove specimen." "I received more information about the 10mm inzii bag breaking at [name] ((B)(4) on (B)(6) 2019. I spoke with [name] an rn who was in the case and witnessed what happened. I will be following up the surgeon tomorrow morning. [Name] said a tear occurred near the bottom seal of the distal end of the bag. The bag was removed leaving the gallbladder half way in the patient and sticking halfway out of the upper left port site. The gallbladder was successful removed after the incision was enlarged. There was no harm to the patient. The bag showed signs of tension, near the burst site. Excessive force and manipulation was used while pulling up on the string of the retrieval bag as there were large stones. The gentleman from security indicated sending the retrieval bag back to applied medical. He is not at the hospital today, but I have sent him an email to find out what address he sent the retrieval bag to and to whom." Additional information was received via telephone on 12jun2019 from applied medical acct. Mgr. Only the shaft of the inzii device will be returned. The bag was discarded by the facility. Additional information was received via email on 14jun2019 from applied medical acct. Mgr. During the use of the inzii, "a kelly was used to reorient the specimen. I made sure it did not hit the distal end of the bag." Additional information was received via email on 14jun2019 from applied medical acct. Mgr. "This information was reported from the surgeon." Additional information was received via mail on june 25th, 2019 from the FDA - medwatch report #(B)(4). "Ripped bag was disposed of in or. Retrieval arm and packaging was kept for it to be returned to manufacturer. What was the original intended procedure?: surgeon and or team were performing a gall bladder removal procedure. What problem did user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working); is this a laboratory device or laboratory test [no] type of intervention: "incision had to be widened to remove specimen." Patient status: no patient injury occurred associated with the complaint event.